Manufacturer narrative:
A smiths medical medfusion pump was returned in good physical condition. Accuracy tests were performed and all tests registered wtihin the accuracy specifications. The issue was unable to be confirmed and no fault was found with the returned pump.

Event description:
Information was received that a smiths medical medfusion 3500 syringe pump, didn't deliver correct dosage. No adverse patient effects were reported.